Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 580 mg/dl. The customer experienced tingling in her hands, excessive thirst, frequent urination and trouble breathing. Troubleshooting was performed, and the daily totals did not add up correctly. Found two motor error alarms in the alarm history. The insulin pump passed the displacement and self tests. The customer also stated that she was wearing the insulin pump while having chest xrays taken. Advised the customer that the insulin pump would be replaced. Nothing further was reported.